Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported that the 9600 system locked up during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.